Manufacturer narrative:
H3: the system was serviced in the field, and the break-out-box and electromagnetic controller were replaced and the system was functioning as intended. Codes b01, c07, d02 are applicable to this analysis. D9, h2, h3: the return of 9735824 provided the lot number 603003125. The hardware was returned and analysis was performed. The controller wouldn't communicate with either the emtest or the lat station. Lat had a localizer status of "disconnected", and the pcba board's led had a 7 displayed. The led did change when initially plugged into the lat. Codes b01, c07, d02 are applicable to this analysis. The return of 9735825 provided the lot number 603002912. The hardware was returned and analysis was performed. The lemo connector was taken apart and when plugged into the lat station, it shorted the controller. The analyst was unable to perform further analysis due to the condition of the connector. Codes b01, c07, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the system was displaying a localizer not connected message on the ent application. There was no patient involvement. A manufacturing representative (rep) tested the break out box with another known good navigation system and the localizer not connected message was still received. The em diagnostics were showing the controller and tca as connected, however, the break out box was not. The emitter was initializing and then would turn off because the break out box was not connecting. The original accessories were reattached and the em diagnostics showed that the controller was connected but the break out box and tca were not. The led's never illuminated on either break out box when connected to the system. The ups and led indicators were normal and had not errors present. There was no patient involvement.

Manufacturer narrative:
Continuation of d10) section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824; product ID: 9735825 h3) no parts have been returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.